Event description:
Facility reported that during priming, a kink was noted in the arterial tubing from the arterial drip chamber to the blood pump segment. No patient ill effect. The sample is available for evaluation.